Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device of an asymptomatic patient exhibited long charge times during both in clinic and out of clinic. Since the device seems unable to charge the capacitor, device replacement was recommended. No further information was available.